Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿ syringe with luer-slip tip the tip broke. The customer stated ¿when attaching the needle to the tip, the tip broke. There was no damage to the professional or patient.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: a photo sample was received from the customer and it was possible to observe tip breakage. DHR, and quality notification and maintenance analysis were conducted and no occurrences potentially related to the defect was observed. No quality notification (qn) related to defect were observed. No maintenance records related to defect were observed. The potential cause for the problem is a barrel jam at the assembly machine, causing the damage at syringe tip and breakage during the use. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.